Manufacturer narrative:
The device history record review could not be performed as the lot number is unknown. The device was not returned for evaluation. Medical records were not provided. The investigation is inconclusive for the alleged perforation of the inferior vena cava (ivc) as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that filter perforated. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. At some time post filter deployment, it was alleged that filter perforated. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Post deployment, an inferior vena cava filter was in place. There was thrombus seen in both common femoral veins, both external iliac veins, both common iliac veins and extending through and superior to the filter. On the next day, inferior vena cava filter present with large thrombus burden involving the filter and below the filter in the inferior vena cava, bilateral iliac vein systems, common femoral veins and femoral veins improved by 20% after multiple repetitive rounds of suction mechanical thrombectomy and balloon angioplasty. Attempts were made to remove and dissolve the clot and the filter was unable to be removed due to the large clot burden despite intervention with its residual clot in the filter which was not safe for retrieval. Around, eleven months later, the physician reviewed the medical records and imaging results for bilateral lower extremity venous ultrasound, computed tomography of abdomen and pelvis with and without contrast, bilateral lower extremity, pelvic and inferior venography with catheter-directed thrombectomy/lysis echocardiogram, bilateral lower extremity, pelvic and inferior vena cava venography status post catheter-directed thrombectomy/lysis. Patient¿s inferior vena cava is thrombosed from the caval bifurcation to above the inferior vena cava filter. The filter itself is completely embedded in clot. The infra-renal inferior vena cava is distended and enlarged, consistent with acute thrombosis. The filter is centered within the thrombosed inferior vena cava. No clinically significant tilt was found. Also, 2 of 6 secondary struts (arms) perforate the anterior caval wall and impinge on the posterior wall of overlying small bowel. No strut fractures or missing components were identified. Also, the physician recommended to remove the inferior vena cava filter as the implanted inferior vena cava filter itself may have been responsible for his extensive caval thrombosis and deep vein thrombosis. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc), and occlusion of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.